Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+1.5/160 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore. The reporter states the haptic broke during the injection into the eye. This occurred on (B)(6) 2018. The lens was exchanged on (B)(6) 2018 with an alternate lens. The problem was resolved.

Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. (B)(4).